Event description:
It was reported that a patient experienced turbid liquid and abdominal pain coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the events. Treatment was not reported. The patient recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.